Event description:
Caller reported an alarm 2 followed by an alarm 26, which led to the customer's blood glucose level readings being "high." A specific glucose value is unknown, but it exceeded 500 mg/dl. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi) and did not require third-party assistance. The resolution involved changing the infusion set and cartridge before resuming insulin. Cts provided off-label insulin messaging, and the caller acknowledged and understood it. The case was scheduled to be closed.